Event description:
The cause of the elevation in ldh was unclear but was suspected to be due to an antihypertensive medication. Ldh trended down once the medication was stopped and no other diagnostic testing was done.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient had a traumatic driveline dislodgement after their driveline was pulled out when it got caught on a slide. The dislodgment caused a laceration in the right ventricle that required rv repair on (B)(6) 2021. The patient had a dramatic spike in their lactate dehydrogenase (ldh) and liver function test (lfts) on (B)(6) 2021. It was reported lactate dehydrogenase (ldh) levels decreased after patient was taken off antihypertensive medication. The controller event log contained data from (B)(6) 2021 05:35:30 through (B)(6) 2021 09:46:39 per the timestamps. Routine power exchanges were documented throughout the log file. No other alarms or faults were captured. The pump appeared to function as intended. The controller periodic and lvad event and periodic log files captured the pump functioning as intended it was reported from the vad coordinator that the patient underwent a heart transplant on (B)(6) 2021. The patient was not escalated to transplant because of the reported event as they were expected to be transplanted anyway. The patient¿s lactate dehydrogenase (ldh) and liver function tests (lfts) trended downward once the antihypertensive medication was removed. The heartmate 3 lvas IFU rev. C, is currently available. This IFU lists hepatic dysfunction, bleeding, and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a traumatic driveline dislodgement that required right ventricular repair on (B)(6) 2021. The patient's driveline was pulled out when it got caught on a slide, causing a laceration to their right ventricle. On (B)(6) 2021 the patient had a dramatic jump in lactate dehydrogenase (ldh) and liver function tests (lft).